Event description:
The following has been reported: front housing smashed. A preliminary review of the logs identified the following issue: mechanical hardware failure (housing). The device was returned initially without complaint and it was discovered upon receiving it had front housing damage. Front housing damage was confirmed on investigation but it was also found during testing that the fva pins were experiencing severe drag. An internal investigation was performed and the fva pins had a shadow of dirt that is not able to be cleaned. Re-seating the fva did not resolve the issue either. Reporting as a conservative measure for mechanical hardware failure (av sticky valve). No adverse effects were reported.